Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the upper case, lower case and side bail cover were broken. Analysis also found that one side bail cover, the ring cover, one side bail and the ring bail were missing. Analysis was unable to confirm the customer comment that there were atrial, ventricular and emergency errors. All affected parts were replaced. (B)(4).

Event description:
It was reported that the external pulse generator had a cracked case, that the belt clip and hanger clip were broken and that it was getting atrial-ventricular errors as well as emergency operation errors. It was noted that the generator appeared to have been dropped. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had a cracked case, that the belt clip and hanger clip were broken and that it was getting atrial-ventricular errors as well as emergency operation errors. It was noted that the generator appeared to have been dropped. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).